Event description:
Patient reported that was treated over the abdomen, outer and inner thighs, and experienced paradoxical hyperplasia after treatment, with an unknown applicator from coolsculpting system. Surgery is scheduled on (B)(6) 2026.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Manufacturer narrative:
Additional information: b5, d1.

Event description:
Additional information received, patient received coolsculpting treatment over the abdomen with a curve 240 applicator, outer and inner thighs and hips with a curve 120 applicator, banana roll, flanks, abdomen, outer and inner thighs, waist and hips with a curve 150 applicator, outer thighs with a surface 150 applicator, and inner thighs with a flat 125 applicator and experienced paradoxical hyperplasia over the abdomen, flanks, outer and inner thighs. Coolsculpting treatment dates are (B)(6) 2022, (B)(6) 2023, (B)(6) 2024, (B)(6) 2025.